Event description:
It was reported that the user experienced prolonged hyperglycemia with a peak blood glucose of 495 mg/dl and moderate ketones while using the steel 6 mm contact/detach infusion set, and was guided to replace the infusion set, fill tubing, and resume insulin therapy, after which glucose returned to 150 mg/dl. Symptoms included hyperglycemia. Outcomes included no medical intervention, no hospitalization, no loss of consciousness, and no reported injuries. Investigation included troubleshooting and user education, review of infusion set function and use, and confirmation of therapy resumption and subsequent glucose normalization. Investigation of this case revealed that the hyperglycemia was not associated with any reported pump alarms or device malfunctions and was consistent with an unclear cause, with correction following infusion set change suggesting a possible infusion site or set issue that was not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.